Manufacturer narrative:
Additional information for h10: based on further investigation, the most probable cause was determined to be related to the end user/methods exceeding the product pressure specifications of 45psi. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a non-dehp micro-volume extension set leaked. During a bicarbonate infusion, a syringe filled with clindamycin was attached to the main line tubing via a syringe pump when ¿the filter was noted to be leaking¿. There was no patient injury or medical intervention associated with this event. No additional information is available.